Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received with a cracked return tube. No evidence of the issue was found in the event history log due to the issue of constant alarm with no display. The reported complaint was verified. The reported problem was due to a cracked return tube. For corrective action the returned tube was replaced. The printed circuit board (pcb) was replaced as a preventative measure. The root cause was traced to manufacturing (design issue with the return tube). For the second issue found, pressure cuff is not getting up to full pressure, the complaint was verified. The issue was due to a broken pressure gauge. For corrective action, the pressure gauge assembly was replaced. The root cause was traced to customer damage. An internal CAPA and scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Device operator is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking from the bottom part of the warmer. Both pressure chambers are not going up to full pressure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.